Manufacturer narrative:
Device evaluation the returned stent measures approximately 190mm with damage at end of stent and approximately 10mm of stent missing. The device was returned with the two grips pushed together and kink/bend evident in pushrod, (photo 8). The outer shaft was detached from the distal grip and with a bend on the inner shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician was attempting to use a protege everflex self-expanding stent during procedure to treat a calcified lesion in the distal superficial femoral artery (sfa). The vessel is little tortuous. There was no damage noted to packaging. There was no issues noted when removing the device from the hoop/tray. The device was prepped per IFU with no issues identified. The thumbscrew/lock-pin checked for securement prior to procedure. The lesion was pre dilated using a 5mm pre dilatation device. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. It was reported that partial deployment occurred -the stent was partially deployed and got stuck after starting to deploy, physician had to try to recapture and remove, and noted a small amount of the stent was left behind in patient. The device was removed after a small number of struts were deployed and it got stuck. When it was removed, it was noted some small piece of stent was left behind. Physician deployed a new stent to the area and the remaining piece was racked up against the wall with the new stent. No further patient injury reported.